Event description:
Customer reported that she wore the infusion set for four days and had a high blood glucose on the fourth day. The blood glucose reading was over 400 mg/dl. Customer declined to troubleshoot for this issue. Customer was advised to troubleshoot if any issues occur again. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.